Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "says insert the clamp when it is inserted" was confirmed and reproduced during product evaluation. The assignable cause was dirt and corrosion found on the safety slide clamp sensor. The safety slide clamp sensor was cleaned and resoldered to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative reported a flogard infusion pump with "says insert the clamp when it is inserted ". The event was reported to have occurred upon power up in the general patient ward. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.